Manufacturer narrative:
Related patient identifier: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that fiber broke at the connection hub of the soltive premium superpulsed laser system, resulting in a small flame on the fiber. The case was completed with a second fiber. There were no reports of patient or user harm. Report 2 of 3.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was inspected on-site by a field service engineer, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led the malfunction was due to stress, leading to component failure. Olympus will continue to monitor field performance for this device.